Event description:
Hi my name is (B)(6). I had the essure procedure and now I have back problems. I stay throwing up like I have the flu my legs stay numb every day. Some times I feel like I'm floating I have migraine headaches, very bad mood swings, depression I have to urinate so much it hurts when I have intercourse, blurred vision, pelvic ovaries hurt. When these problems started I told the doctors. The doctor who did the procedure (his name is dr (B)(6) the other doctor who suggested it her name is dr (B)(6)) gave me a dye test and he said he guessed my tubes are blocked. That's not a good of enough answer. They just act like I was crazy when I told them doctors I want to get these stints out of me so I can have my life back but it costs so much money. I feel like my body is deteriorating. I'm too young to feel like this my asthma is even worse.